Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-sep-2019 / serial#: (B)(4). UDI #: (B)(4). Mfg date: 22-mar-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), there was difficulty obtaining adequate parameters. Multiple positions were attempted and the device was implanted and the delivery system was removed. Post-operatively, the patient developed ventricular fibrillation (vf) and was externally defibrillated into sinus rhythm. An electrocardiogram was performed and long qt and ventricular extra-systoles were observed. It was suspected that this was due to inflammation from the positioning difficulty during the procedure. Device reprogramming was performed to shorten the qt interval. It was further reported that the patient passed away after several days in the hospital and the cause of death was a subarachnoid hemorrhage stroke.